Event description:
It was reported the atrial lead had high thresholds and was capped and replaced. During the lead revision procedure, the device was taken out of the pocket and the ventricular lead was bipolar pacing, but lead polarity switch was on. While the physician was attempting to gain access for the new atrial lead, pacemaker inhibition occurred and the patient required external pacing. Asystole occurred and the patient experienced dizziness prior to external pacing. The physician initially thought the right ventricular (rv) lead had been hit with the needle while trying to gain access for the new lead. The rv lead was checked and no damage was found and the parameters were stable. During the atrial lead implant attempt, the physician was unable to advance the stylet in the lead and unable to fully retract the helix while in the patient's body. The lead was removed from the patient and the helix then retracted. A new atrial lead was implanted and remains in use. After re-interrogation of the device, the polarity on the rv lead had switched to unipolar. The rv lead was reprogrammed, interrogated and the parameters were stable. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).